Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, balloon removal difficulties were encountered. The target lesion was a calcified, complex circumflex artery. The taxus express2 3.0 x 20 mm drug eluting stent was implanted using a buddy wire. The stent was fully deployed and easily deflated. While trying to remove, the physician encountered withdrawal resistance and the delivery system was impossible to retract. The device was successfully removed after 20 minutes with forced manipulation. There were no reported pt complications.